Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient¿s wire had moved on (B)(6) 2018. They had called their healthcare provider who helped them switched sides on the programmer to the right side. There were no patient complications reported as a result of this event.